Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a no delivery alarm and high blood glucose. The blood glucose reading was 458 mg/dl. The patient treated with manual injection. The customer was advised to clear the alarm with the esc and act buttons. The patient was able to rewind the insulin pump. The unit did not alarm no delivery. No further information was provided.